Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed the hand prime using new lab reservoirs. Reliability analysis found that the products were occluded at the quick release connection septum site and they were unable to confirm that the customer received the infusion sets occluded due to customer returning opened/used products.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 81 mg/dl. Customer believed the no delivery alarm resulted from the quick release site. Customer primed the device, received a no delivery alarm, disconnected at the quick release and was able to complete the prime process. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.